Manufacturer narrative:
Device received but not yet evaluated.

Event description:
The device fractured during a knee arthroplasty.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional (tasp) has a post feature fractured off. Fragment was returned. The device was manufactured in october of 2012 and had an approximate field life of four (4) years and one (1) months with an unknown frequency of use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.